Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid and one other drug, both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain, post lumbar laminectomy syndrome, and non-malignant pain. It was reported that on (B)(6) 2017 the patient picked up some heavy things. The patient reported severe pain in the spinal cord, center of back, lowest part since (B)(6) 2017. The patient stated her spouse can feel a "pocket of fluid" on the right side of her spine. The patient had recently had her pump replaced due to normal battery depletion. Additional information was received from a consumer (con) on (B)(6) 2017. It was reported by the patient that her pump was not working. The patient stated that she had a test (thinks it was the pump) and verified that the pump was not working and did not provide a reason. Several months ago in 2017 the patient had a stomach issue and was not sure if her vomiting was due to the stomach issue or withdrawals. A couple of months ago the patient's severe pain returned. And within the last few days, ((B)(6) 2017) the patient was vomiting and had chills and was in withdrawals. Per the patient her managing doctor told her at her appointment on (B)(6) 2017 that the pump was not working and the doctor was going to try and get a hold of a surgeon to setup a consultation regarding replacement.